Event description:
Approximately nine months post procedure, the patient presented with a non q-wave mi. The patient was diagnosed with acute coronary syndrome with no dynamic ECG changes except old left bundle branch block. There was no significant enzyme rise but continued to experience chest discomfort. Due to past medical history it was decided to perform pci. The patient was taken for angiography five days later, which revealed an additional 100% lesion in the first obtuse marginal branch (om1). This was treated with the placement of a non-cordis stent. Following the procedure, the patient required surgical repair of the right external iliac artery due to laceration. The details of this event are not available; however, it is reported that a cordis sheath was used to access the artery.

Manufacturer narrative:
The product is not available for analysis. Additionally, the sterile lot number is not known. No further analysis can be performed for complaints reported without a lot number and for which the associated products will not be returned. Based on the available information, it is not possible to determine if a relationship exists between the cordis device and the reported event.